Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the carotid artery. A 10.0-24 carotid wallstent was advanced over a non-bsc guidewire. However, the guidewire became stuck with the stent and was unable to be withdrawn. The device was completely removed. The physician opened a second kit and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.